Event description:
The handpiece was returned to the manufacturer for service, and during the investigation conditions were found that indicate the device may have leaked. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation conditions were found that indicate the device may have leaked. Based on the investigation details, the possible leakage identified was likely mobil 28 lubricant, which is a lubricant applied to handpieces during their manufacture. This lubricant can mix with cleaning solvents at the account. If not properly drained during the cleaning process, this fluid can be trapped in the device and present itself as a leaking substance.